Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing tenderness at the ipg site. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing tenderness at the ipg site. The patient will undergo an explant procedure.